Event description:
New information on 2/5/2016, indicated that the device was reprogrammed and the patient's condition was good post event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The atrial lead exhibited noise. No medical intervention or patient symptoms were reported.